Event description:
It was reported that the physician's usb connection on the programming tablet is not always working the best. It was reported that the connection appears to be loose. A new usb cable was sent to the physician to see if that corrected the issue. No additional information has been received to date. The usb cable is expected to be returned for analysis, but has not been received to date.